Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: there were loss of prime following occlusions. No loss of primes or occlusions during investigation. Force sensor calibration reading was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump was emitting loss of prime warnings. It was also reported that the pump was dropped and the cartridge compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.